Event description:
A patient was undergoing a coronary rotablater treatment for chest pain and abnormal coronary scan. The first pass of the rotablater occurred at 15000rpm for 26 seconds. The second pass at 150000 rpms for 20 seconds. After the pass the physician was unable to pull the burr back as it would not spin for removal causing it to stick in the coronary artery. Advanced guide to burr to try to retrieve burr.